Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat a lesion was the left brachial-cephalic arteriovenous fistula. The lesion exhibited 75%-80% venous stenosis and fibrous plaque. Artery diameter: 5.0mm x 60mm. The device was inspected and prepped prior to use with no issues noted. The device was been used with a 5f sheath and a 0.035" guide wire. No difficulty reported when loading the device onto the guidewire. No difficulty noted when advancing the device through the sheath. The balloon was advanced to the lesion without any resistance. During the first inflation while reaching 20 atm, the reef hp pta balloon burst after 10-15 seconds. The physician experienced difficulty removing the burst balloon through the 5f sheath and eventually, had to perform cut down in order to remove it. Subsequently, a non medtronic balloon was used to complete the avf case. No clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: traces of blood were detected on the device and on the introducer sheath. A 5 fr introducer sheath was returned loaded on the shaft of the device. The balloon portion was separated in two by a circumferential cut in the distal area of the balloon. The distal portion of the balloon was strongly corrugated and wrapped close to the tip.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.